Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site incision did not heal since implant. It was also stated that the patient had an allergic reaction from the ipg. Symptoms of abscess and pus were noted at the ipg site. The patient took several antibiotics however, had not alleviated the symptoms. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7070306/7070321.

Event description:
It was reported that the patients ipg site incision did not heal since implant. It was also stated that the patient had an allergic reaction from the ipg. Symptoms of abscess and pus were noted at the ipg site. The patient took several antibiotics however, had not alleviated the symptoms. No further information has been obtained despite good faith efforts. Additional information was received that the patient had an allergy test and it came back negative. The patient underwent an explant procedure and was doing well postoperatively. All device components explanted and will not be returned.